Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. An internal inspection found no discrepancies. The ECG board was replaced and scrapped as a precaution. It is possible that a loose connection was resolved during the disassembly/reassembly of the device while being repaired. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.